Event description:
It was reported that a piece of plastic broke off the insulin pump by the reservoir and the reservoir no longer remained attached. The insulin pump had not been bumped or dropped. The display screen was also scratched. The blood glucose reading was 7.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The pump was received with a partially broken off reservoir tube lip, a cracked lcd window, a cracked case at the display window corners, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.